Manufacturer narrative:
The device was received for evaluation. During functional testing, an showing a loaded set at points 3 and 4 when no set was loaded. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was showing a loaded set at points 3 and 4 when no set was loaded during programming/set up in the labor and delivery unit. There was no patient involvement. No additional information is available.